Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After doing total hip replacement, the surgeon noted that the neck trial was difficult to get on and off and would like it replaced. Instrument is worn and needs to be replaced. Nothing fell into patient. No patient consequence and no surgical delay. One impacted, one needing replacement. No charge replacement (B)(4). (B)(6). Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.